Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("low back pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of erosive duodenitis and chronic gastritis in 2003, dyspepsia and abdominal pain (diffuse) in 1995 and painful periods, heavy menstrual bleeding and allergic contact dermatitis (sensitization to sodium gold thiosulfate (mild positive reaction after 96 hours)). On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("abdominal distension"), anaemia ("anemia"), fatigue ("fatigue"), intermenstrual bleeding ("intermittent spotting") and pelvic discomfort ("mild pelvic discomfort"). The patient was treated with surgery (salpingectomy in 2017, total hysterectomy and ooforectomy bilateral in 2019). Essure . The reporter considered abdominal distension, anaemia, back pain, fatigue, genital haemorrhage, intermenstrual bleeding, pelvic discomfort and vulvovaginal dryness to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, vaginal bleeding, vulvovaginal dryness, abdominal distension, anaemia, fatigue, spotting vaginal and pelvic discomfort. Patient relates vaginal dryness, heavy bleeding, abdominal distension, lumbar pain, anemia, and fatigue to the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("low back pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of erosive duodenitis and chronic gastritis in 2003, dyspepsia and abdominal pain (diffuse) in 1995 and painful periods, heavy menstrual bleeding and allergic contact dermatitis (sensitization to sodium gold thiosulfate (mild positive reaction after 96 hours)). On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("abdominal distension"), anaemia ("anemia"), fatigue ("fatigue"), intermenstrual bleeding ("intermittent spotting") and pelvic discomfort ("mild pelvic discomfort"). The patient was treated with surgery (salpingectomy in 2017, total hysterectomy and ooforectomy bilateral in 2019). Essure . The reporter considered abdominal distension, anaemia, back pain, fatigue, genital haemorrhage, intermenstrual bleeding, pelvic discomfort and vulvovaginal dryness to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, vaginal bleeding, vulvovaginal dryness, abdominal distension, anaemia, fatigue, spotting vaginal and pelvic discomfort. Patient relates vaginal dryness, heavy bleeding, abdominal distension, lumbar pain, anemia, and fatigue to the essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.